Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n287380, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported that there was stimulation in an undesired location. She was only getting stimulation in her legs but not her back, which had pain. The patient lifted her leg in bed, at which point the stimulation sensation in her back area went out. She had tried adjusting amplitude in her programs but still only felt stimulation in the legs and not back. The voltage to the legs was set at 0v and the voltage to the back was set at 4v. The event occurred on the day of the report. Strong stimulation was felt in the legs but the patient was not feeling stimulation in their back. The patient had an appointment with their primary hcp on (B)(6).